Event description:
Following information provided, the bed tilted unintentionally when there was a patient on it. No injury was reported. The facility technician found a damaged attendant control panel. The button activated even with a gentle push, such as when touched by the clothes of a person passing by the bed.

Manufacturer narrative:
Service engineer reported that when the tilt button is touched a short circuit occurs activating the tilt function. There were no signs of physical damage. The complaint review suggest that attendant control panel wasn't replaced before and has been in use for over 5 years. It may suggest that it could fail due to normal degradation, especially with frequent use. Enterprise 9000x (e9x) instruction for use (IFU 746-591-en_12) contains following information: "check that the patient controls, caregiver controls and attendant control panels operate correctly." - this action is to be performed weekly by a caregiver. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help prevent accidents.". To sum up, arjo device failed to meet its specification since there was a faulty attendant control panel. This complaint was assessed as reportable due to unintended movement of the bed with the patient.